Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and after the delivery of approximately 11.75 units, the insulin gauge displayed a fill estimate of 70 units. The customer's blood glucose level was 285 mg/dl, and was addressed by delivering a bolus. Although requested by tandem technical support, the customer declined to reload the existing cartridge.